Event description:
A trilogy 200 ventilator, canada - bt was returned to the manufacturer for routine preventative maintenance. There was no allegation of patient harm. The device was not reported to be in patient use. The trilogy 200 ventilator, canada - bt device failed a dp purge valves test step during evaluation at the manufacturer's service center. The technician recommended replacing the device's sensor board to address the issue. The repair evaluation is awaiting customer approval. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.